Event description:
I am a urologist. In 2009, during a holmium laser prostatectomy, the laser fiber snapped without warning, causing no harm to my patient, but a minor burn in my right hand. This occurred on 2 prior occasions, with the same equipment, boston scientific's duotome sidelite 550. On one of these occasions, I sustained a deeper burn injury. I informed the company's representative each time. In each instance, the laser fiber has snapped in the same location, just beyond the hand control covering. It is clear there is a serious problem, and I fear that soon there will be a serious injury to a patient, physician, or, or personnel. Event abated after use stopped or dose reduced: yes.